Event description:
This report is a duplicate of uf/dist report #440019-2003-0001 submitted by the user facility.

Event description:
A 28 mm diameter x 3.75 cm length aneurx aortic extender cuff with xpedient delivery system was inserted into a pt for endovascular treatment of an abdominal aortic aneurysm in 2003. It was reported that the pt's arteries were stenotic and that the aneurysm neck was 1.5 cm in length and conical. The pt has a history of chronic obstructive pulmonary disease and cardiac problems, and was not considered to be a good surgical candidate. It was reported that the pt was also a poor candidate for endovascular aneurysm repair. The device was inserted through a 22 french cook check flow introducer sheath. After the device was deployed, it was reported that increasing resistance was felt while removing the runners. The cuff was pulled down slightly. The physician was not unable to remove the delivery catheter, nor was he able to remove the sheath and delivery catheter together; therefore, the decision was made to convert the pt to open surgical aneuruysm repair. During the conversion procedure it was reported that a piece of arterial plaque was found between the runners and the stent graft. There was a reported gouge in the aorta, and a portion of plaque and thrombus had been removed from the aneurysm by the tapered tip. It was reported that the plaque was caught between the tip and the device and would not allow the runners to be retracted. When the plaque was removed from the device, the device slid out. The pt died of pulmonary and cardiac complications following the conversion procedure. Analysis of the returned delivery catheter has been completed. The stent graft was not returned. The returned 22 french sheath appeared undamaged. The end of the peek tubing was bent. There were multiple longitudinal and partially circumferential scratches on the tapered tip. When the graft cover and cpc connector were returned to their undeployed positions, the tapered tip was outside of the graft cover, indicating that the peek tubing was stretched. The peek tubing was stretched and necked at the distal end, indicating that excessive longitudinal force was applied to the tapered tip. Info from the field indicates that arterial plaque became attached to the tapered tip and prevented removal of the device from the pt through the access site. The damage to the device is consistent with this description of the event.